Manufacturer narrative:
The device has been received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage procedure of the common bile duct (cbd) on a female pt. During the procedure, resistance was felt as the physician attempted to retract the guide catheter and the stent did not deploy. The device and the scope were removed from the pt. Upon removal from the pt, the guide catheter was noted to be twisted and elongated. The stent was also noted to be slightly bent. The procedure was completed with another flexima biliary stent system with no reported pt complications. The pt's condition at the conclusion of the procedure was reported to be fine.